Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage was too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Technical services (ts) recommended continued monitoring until radio frequency (rf) telemetry is disabled, after which time device replacement is advised. As of this time, this pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. Additional information is being requested from the field. If pertinent information is provided in the future, a supplemental report will be submitted.